Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained oversensing was observed. Review of session records revealed suspected myopotential oversensing with inhibited pacing. Patient is pacemaker dependent and was asymptomatic. Programming changes were made.